Event description:
It was initially reported that the pt experienced erosion. The pt did not experience any specific signs or symptoms related to the event. The pump was explanted; "pressure necrosis vs. Infection". Outcome/recovery was not reported. The pump contained lioresal 500 mcg/ml.

Manufacturer narrative:
(B) (4).